Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The instrument test fired satisfactorily with a proper and complete stape formation achieved. No abnormalities were noted that would have caused or contributed to the difficulty reported.